Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a damaged catheter could not be confirmed from the two 22g insyte autoguard devices that were returned from lot #4281725. A visual observation of the returned samples revealed no damage or defects that were consistent with the reported catheter break. It was reported that the damage was noted during use. No blood residue was observed on the returned samples. It is unknown if the returned samples were the affected units. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc global catheters broke. The following information was provided by the initial reporter: we wish to report an incident that occurred on (B)(6) 2025. The nuclear medicine technician described the incident as follows: 2 catheters broke during patient perfusion for a pet scan. The patient suffered no harm, as the two broken catheters could not be used on him.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.